Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited increase of capture threshold. The rv lead was explanted and replaced. The patient was stable throughout the procedure.